Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that geometry movement is partly available. Review of the system log file showed that malfunction in geometry errors. Upon functional testing, fse found amc was defected and 12 vdc did not drive to the circuit. Fse replaced amc drive. After replacement of the amc drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the geometry movement is partly available. The device was in clinical use. No patient harm reported. The philips field service engineer (fse) found the problem about amc was defected, 12 vdc cannot drive to the circuit. The fse changed the spare part and all the system can use normally. System is ok. Philips has started an investigation of the complaint.